Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed.

Event description:
The complainant reported that a purge disc not detected alarm appeared on the automated impella controller (aic) during patient mechanical circulatory support. The purge cassette was replaced. However, the issue persisted. The aic was exchanged to resolve the failure. There was no report of patient harm as a result of the event.